Event description:
Mac labs completely froze during a stemi case and was down for approximately 30 mins. During that time, we could not get aortic pressures, lv(left ventricle) pressures, etc. On the patient and we had to use a portable monitor borrowed from cardiac prep and recovery to be able to assess basic vital signs during the case. The tram was exchanged for another one and we were able to resume monitoring from mac labs. Tram was swapped out. Broken tram will be sent in to ge for repair. This is a pdm base station and the serial number is (B)(6). The unit tested good by the field service engineer that came on site.